Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) channel oversensing and there is no right atrial (ra) lead sensing, ra lead dislodgement is suspected. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and both leads were dislodged due to twiddlers syndrome. The rv lead was repositioned, and the ra lead was replaced due to helix issues. The ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) channel oversensing and there is no right atrial (ra) lead sensing, ra lead dislodgement is suspected. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.